Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician employed the use of a 7 mm fortrex pta balloon catheter and a mdt inflation device for a fistuloplasty procedure. A 6 fr non-medtronic sheath was used. Embolic protection was not used. IFU was followed. This device was not passed through a previously deployed stent. Normal vessel size was 8 mm, target lesion narrowed to 3 mm. A 4 mm fortrex balloon had already been used on the lesion prior to this 7 mm fortrex balloon. It was reported that the 7 mm fortrex balloon burst during the procedure (burst occurred during gradual inflation at a pressure of 16 atm). The balloon did not break into fragments and was removed intact when pulling out the catheter. The physician post-dilated the lesion using a size 6 mm in. Pact admiral balloon. No patient injury was reported. Patient is reported as being stable. There were no intervention required.

Manufacturer narrative:
Device evaluation summary: the fortrex 0.035in otw pta balloon catheter was received for evaluation. The balloon chamber of the balloon catheter was examined: a longitudinal tear was noted. All components of the balloon catheter are accounted for. If information is provided in the future, a supplemental report will be issued.